Event description:
It was reported that pump displayed malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed completion of field correction acknowledgement, was informed that malfunction indicated pump issue, received guidance to reset pump, successfully reset pump without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction code appeared again, which customer understood.